Event description:
It was reported that on (B)(6) 2021, a 5/4 amplatzer piccolo occluder was selected for implant in a (B)(6) baby. During the procedure, the device was position and deployed, but the physician didn't like the way it sat. While the device was being removed the device had become embolized. The device was removed without and a 5/2 amplatzer piccolo occluder was implanted. The patient is stable with no consequences. No additional information was provided.

Manufacturer narrative:
An event of device embolization was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. A CAPA was initiated for further investigation on the device embolization, per internal procedures.

Event description:
It was reported that on (B)(6) 2021, a 5/4 amplatzer piccolo occluder was selected for implant in a 31 day old, 1.69kg baby. During the procedure, the device was position and successfully deployed intraductal, but the physician didn't like the way it sat. Soon after this, the device had become embolized into the pulmonary artery (pa). The device was successfully snared, removed, and replaced with a 5/2 amplatzer piccolo occluder to resolve the event. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable with no consequences. No additional information was provided.

Manufacturer narrative:
Correction: b5.